Manufacturer narrative:
04-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads haven't been staying securely attached - oral-b [device breakage] brush heads. Keep coming loose mid-brushing - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads were not staying securely attached to the oral-b toothbrush handle, type 3765 and came loose mid-brushing. No injury was reported. 25-sep-2024 case update: the suspect product lot was m835. The concomitant product lot was bc10050354. No injury was reported. 16-oct-2024 case update from information initially received on 25-sep-2024: the concomitant product lot was bc810050354. No injury was reported. 04-nov-2024 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3765 genius 10000n. The concomitant product was confirmed to be oral-b power oral care refills cross action antibac eb50ab brush set. No injury was reported.

Event description:
Brush heads haven¿t been staying securely attached - oral-b [device breakage]. Brush heads [...] Keep coming loose mid-brushing - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads were not staying securely attached to the oral-b toothbrush handle, type 3765 and came loose mid-brushing. No injury was reported. 25-sep-2024 case update: the suspect product lot was m835. The concomitant product lot was bc10050354. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.